Event description:
Health care professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Event description:
Health care professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified broken plug strap and flat creases. Leak test and microscopic analysis were performed which identified three openings striated and broken striated of plug strap. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: three openings striated in the side anterior/posterior assessed as surgical damage. Broken striated of plug strap assessed as surgical damage."